Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported a difference between sensor glucose and blood glucose values. Customer was treated with carb intake and glucagon. The event involved product(s) mmt-1884l, mmt-342g, unomedical, and unk_sensor. Troubleshooting was performed for sensor glucose vs. Blood glucose discrepancy and declined further by the customer. Insulin delivery was not suspended. Customer reported a blood glucose value of 50 mg/dl. Customer reported a sensor glucose value of unknown mg/dl but customer reported that the difference between sensor glucose and blood glucose was 100 points. Customer noticed that the difference between sensor glucose and blood glucose was more than 30%. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342g. No product return is required for unomedical. No product return is required for unk_sensor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: treatment for hypoglycemia was glucose tab and 4 oz of soda drink.